Manufacturer narrative:
Product complaint (B)(4). D.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. E.1: the initial reporter contact information is not available. H.4: the device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; and it required a medical or surgical intervention (intra-arterial medication) to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The event is reportable to the us FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
This complaint is from a literature source and the following citation was reviewed: rosales, j. Cardenas, h. Et al. (2010). Local intra-arterial tirofiban for intraoperative vessel thrombosis during aneurysm coiling. Neuroradiology journal. Background and purpose: article discusses the safety and efficiency of local intra-arterial tirofiban use for intraoperative vessel thrombosis during aneurysm coiling. Case study reviews two patients; one patient (patient #2) was treated with 4.4 x 22 mm enterprise stent and experienced an internal carotid artery (ica) thrombosis due to in-stent occlusion at end of procedure. Event was treated with intra-arterial medication and procedure was successfully completed. Only article abstract could be found; no author contact information provided. Article from 2010. Cerenovus devices that were used in this study: qty 1: 4.4 x 22 mm enterprise stent non-cerenovus devices that were also used in this study: unknown adverse event(s) and provided interventions associated with enterprise stent: one patient (patient #2) was treated with 4.4 x 22 mm enterprise stent and experienced an internal carotid artery thrombosis due to in-stent occlusion at end of procedure. Event was treated with intra-arterial medication and procedure was successfully completed.